Manufacturer narrative:
The power cable was returned to the manufacturer for analysis. It was reported that there was physical damage to the cable. There was a damaged lemo connector that would not allow connection to the mating part. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system had become unresponsive. There was no patient present. It was later reported by the clinical specialist (cs) who performed troubleshooting on the system. When they got to the site, the system would not boot at all, and stayed on "no signal" on the monitor. One of the times they attempted to boot, the computer fans did not come up at all, while other times they would come up, but they could not get video signal. They attempted to test the different video outputs on the computer with no resolution. It was later reported by a manufacturer representative (rep) that he saw the biomed's took apart the system on their own. They stated they were able to determine the issue was related to the axiem power and communication cable (the sheathing was frayed), and not the computer. Technical services (ts) provided an updated quote to include the axiem power and communication cable plus the base fee. The account team was told to have a formal conversation to not work on the equipment in the future.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the electromagnetic localization system external cable was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The analysis of that returned cable has previously been reported. If information is provided in the future, a supplemental report will be issued.